Event description:
It was reported that patient underwent primary knee surgery on (B)(6), 2002. Revision procedure was performed on (B)(6), 2012 due to dislocation. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.